Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6002244 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional click test 2 flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002244 was manufactured according to the wi 4 version 94 packaged in the m10, on 07/jul/2023, with a total of (B)(4) units. Gluing of tubing: the lot 3g00694 was glued according to the wi version 55, machine sc05, 05/jul/2023 with a total of (B)(4) units. The lot 3g00695 was glued according to the wi version 55, machine spot 05, 06/jul/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 10/feb/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6002244 and no other complaint has been registered in database for the same lot 6002244 and malfunction code. Conclusion summary of the related event: harm reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR 1955389 - MDR 3003442380-2024-23166 - device 2 of 2. (B)(6).

Event description:
Reference number (B)(4). Event occurred in china it was reported that, the patient faced issue of 2 infusion sets tubing detachment. No further information available.